Event description:
A hospital worker called and asked for troubleshooting on the pump. The contact wants to be sure the pump was functioning properly. It was stated that the customer was already in the hospital, and had a reaction. The contact did not have any info why the customer was hospitalized.